Event description:
The hcp reported that the patient was admitted to the intensive care unit approximately 4 hours after pump replacement for respiratory and blood pressure support. The patient was administered gravol for nausea and vomiting as he vomited immediately upon going into post anesthesia recovery. He then aspirated: a second dose was given shortly thereafter, as he was still nauseated. The patient was noted to become very sedated and progressed to unconsciousness several hours after surgery. The patient had been receiving compounded baclofen 4000 mcg/ml at a dose of 1020 mcg/day via the previous pump. During surgery, the catheter was trimmed and calculations were checked multiple times to determine the priming bolus for the new punp. The patient had been getting good relief of spasticity on the previous dose, therefore, no change to the dosing schedule was made. The pump was turned down to minimum rate when the patient was transferred to ICU.